Event description:
It was reported that left hip revision surgery was performed due to pain, a soft tissue reaction and osteolysis behind the acetabular cup. The devices were originally implanted in 2009.

Manufacturer narrative:
.